Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported treatment data for a patient. Upon the review of the treatment data, an event of increased intra-peritoneal volume was found. The reported drain volume of 3,852ml was 193% of the expected drain volume, which resulted in a reportable device malfunction. During a follow up with the patient¿s pdrn, the pdrn confirmed that there were no patient adverse events reported and no changes to the patient's status have been reported. The patient continued performing ccpd. Cycle 0: drain volume 525ml ultra filtration -976 cycle. Fill volume 1999ml drain volume 1382ml ultra filtration -618 cycle. Fill volume 1999ml drain volume 1823ml ultra filtration -177 cycle . Fill volume 1999ml drain volume 3852ml ultra filtration 1853 cycle. Fill volume 1999ml drain volume 629ml ultra filtration -1370.